Event description:
A (B)(6) yo male to have extraction of three cardiac leads, indwelling 120 months, due to cied system/pocket infection. All leads were extracted using a spectranetics sls laser sheath. After extraction of the cs lead, hemodynamic changes were noted. A sternotomy was performed which revealed a tear in the coronary sinus. The tear was repaired and the patient survived the procedure.